Event description:
It was reported the patient presented to the emergency room due to the lead integrity alert being triggered for the right ventricular (rv) pace/sense lead oversensing. There appeared to be noise episodes on the rv channel without rv pacing, and the patient was not symptomatic during the episodes. It was indicated that during the time noise showed that the patient reported they were using a (B)(4) sander at home. It was also suspected there was a lead fracture. The physician decided the rv pace/sense and rv high voltage leads "could not be trusted". The rv pace/sense lead was explanted and not replaced. The rv high voltage lead was non-prophylactically explanted and replaced by a rv high voltage lead. During the rv lead extraction procedure, the right atrial (ra) lead was accidently removed by the physician. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and tissue on helix. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and tissue on helix. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. Performance data collected from the device and analyzed found the lead integrity alert triggered with patient alert for lead failure predictor (lfp) on (B)(6) 2012. On (B)(6) 2012, there was oversensing lfp high rate non-sustained less than equal to 197 ms average v-cycle, ventricular non-sustained tachycardia less than equal to 176 ms, and interference/noise with ventricular short interval count equal to 14.8 counts avg/day for 2.02 days.